Event description:
Pt has bilateral capsular contractures. Left side: grade IV and right side grade iii. Pt had a bilateral open capsulotomy with partial capsulectomy and removal of silicone implants, replaced with saline implants.